Event description:
Procedure type: hemorrhoidectomy. According to the reporter: after firing the device, only half of the pins stapled, but it cut the tissue. Because of this, there was heavy bleeding, due to the position of 5 o'clock to 9 o'clock there were no staple pins. It was reported that the pt had to undergo a second surgery.

Manufacturer narrative:
(B)(4).